Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having a problem with their device and it quit working. The patient noted that their stimulation was low and they went to turn it up last week and noticed an end of service (eos) message. There was an allegation/dissatisfaction with the ins longevity; the patient was trying to keep their stimulation low so that they could utilize their full battery. They liked having the device because they didn't want to go back to pain medication. The patient was advised to follow up with their healthcare provider. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.